Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a symptomatic patient presented to the clinic. The patient complained of discomfort associated with their implantable cardiac monitor (icm). The device was explanted. The patient tolerated the procedure well, there were no complications.